Manufacturer narrative:
The leads were not returned for analysis. There were no deficiencies alleged against the leads, including no lead migration. The root cause of the event is not able to be definitively determined and is likely attributed to the reported change in implant location for the lead. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include suboptimal placement, which may result in inadequate pain relief following system implantation, and the patient may require surgery (including revision, explant, and replacement) as a result.¿ details of the second lead in the reported event: brand name - evoke cap12 percutaneous lead kit - 60cm. Model # - 102878. Catalog# - 3008. Lot# - 9016946218. Expiration date - 13/feb/2026. Manufacture date - 14/feb/2024. UDI - (B)(4).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, was evaluated for a change in stimulation location. It was noted that the patient¿s trial lead was implanted in a different location compared to their permanent lead. The reason for a different implant location for the patient¿s permanent lead was not disclosed to saluda representatives. There was no lead migration; the evoke scs leads were functioning as intended. A lead revision was completed, and therapy was restored.